Manufacturer narrative:
The device was returned and evaluated. The evaluation concluded that the alleged incident was likely due to user error.

Event description:
Consumer alleges her chair tipped forward, the cushion came ff and she fell forward allegedly breaking both legs.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Consumer alleges her chair tipped forward, the cushion came off and she fell forward allegedly breaking both legs.